Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was damaged and missing a fragment around the edge and it was cracked below the grip pad. The returned battery cap threads were stripped and the cap was unable to maintain electrical connection. A test battery cap was able to fit and the ez prime steps were performed correctly with no further power interruptions during the investigation. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board.